Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the clinic, the patient experienced persistent drainage at the abutment site and was subsequently treated with a topical antibiotic (date and duration not reported). Removal of the abutment is planned; however has yet to occur as of the date of this report.